Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, they connected reload to the stapler with no problem. The surgeon articulated the jaws 2 times and started firing into the esophagus, however, a crack sound was heard after firing 2 to 3 cm and the device could not be fired any more. The surgeon pulled the black release button back and removed the device from the tissue. The device was replaced by a new handle and a new cartridge and the firing was completed with no problem. The surgeon said the tissue was not thick , there was no edema and did not clamp any foreign material. The status of the patient is no injury.